Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the log files confirmed pump stop events due to driveline disconnects; however, a specific cause for the driveline disconnects cannot be conclusively determined. Review of the submitted log files revealed multiple pump stops due to driveline disconnects, some associated with system controller exchanges. Each time, the driveline was reconnected to a system controller, and the pump ramped back up to the fixed speed without issue. The pump appeared to operate as expected throughout the log files. Multiple attempts for additional information were sent to the customer; however, no further information has been provided at this time. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas). The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), and the heartmate 3 patient handbook, are currently available. Section 2 of the IFU, "system operations" (under "system controller warnings and cautions"), states "check the system controller driveline connector to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation." Additionally, section 2 of the IFU, under "connecting the driveline to the system controller", provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. Section 2 of the patient handbook, ¿how your heart pump works,¿ also advises the user to ¿check the system controller driveline connector often to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump will stop. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation¿. The patient handbook also explains that the pump cannot run without power. Section 8 of the patient handbook, ¿handling emergencies,¿ also provides examples of emergencies and the proper actions to take in the event an emergency occurs. The patient handbook also instructs users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d1 brand name: corrected, section d4 catalog number: corrected, section d4 primary UDI number: corrected. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had multiple low flows, pump stops, and driveline disconnects. The patient reportedly had dementia and the cause of the alarms was unclear. The log file captured numerous driveline disconnect alarms at the beginning of the event history. It was later communicated that the patient had no recollection of any audible alarms or interventions with their device. The logs from the backup controller show no external power alarms on (B)(6) 2023 due to a double power cable disconnect. Following these events, the log captured numerous driveline disconnects at 6:09 pm (for 30 seconds) and 6:12 pm (for 3 minutes) on (B)(6) 2023 and at 11:40 am (for 21 minutes) and 6:06 pm (indefinite) on (B)(6) 2023. Some of these disconnects may coincide with the brief instances that the current controller was connected as seen in the previous log, though it was not certain because the controller clock was inaccurate. Controller MFR numbers: 2916596-2023-08230; 2916596-2023-08577.